Event description:
It was reported that the patient has been referred for generator replacement. It was confirmed that the patient's generator is to be replaced due to prophylactic reasons. The prophylactic replacement decision was determined based on expected battery life with current settings and the fact that the patient lives far from their neurologist and nearest implanting hospital. Data download was provided from the provider's tablet. The tablet contained data from the follow up appointment on (B)(6) 2019 where the physician alleged that the "generator reset" to 0ma during device interrogation. A review of the programming data indicated that no device reset had occurred at the patient's appointment. No other relevant information has been received to date.

Event description:
The physician informed that the patient was experiencing an increase in seizures after his m102 generator reset during an interrogation. The battery status of the generator was noted to be ok. No other relevant information has been received to date.